Event description:
During troubleshooting for a check slow flow supply alarm, the home patient (hp) stated that she removed and replaced the bag as the hole in the frangible was small. The baxter technical representative (tsr) informed the hp to never remove a bag and replace it with a new bag. The tsr advised the hp to inform the registered nurse (rn) regarding reusing supplies. Baxter product surveillance contacted the home patient (hp) on (B)(6) 2012. The hp was reminded to always start over with all new supplies and reviewed proper procedure. The hp stated that they had not known that and now understood. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). During investigation by baxter, the customer reported use error. Therefore a batch review and sample evaluation will not be completed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error, reuse of single-use product issue. Complaint is confirmed because the patient reported during trouble shooting of an alarm situation slow flow supply, patient only switched the solution bag and reused the rest of the disposable supplies. The root cause was undetermined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.